Event description:
Per the clinic, the patient reported intermittency when using the internal device. Reprogramming attempts were made, however, the issue could not be resolved. It is unknown whether revision surgery is planned as of the date of this report, (B)(6), 2010.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010, during the same surgery the patient was reimplanted with a new device. This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
(B)(4).